Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 115 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the drive support cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.